Event description:
Deflation right implant with bilateral replacement using another brand. Unknown if initial use. Original surgery was performed in 2000 using hitchison hsl 0380 saline-fill imppants, filled to a volume of 380cc which is within the recommended fill volume limit. Pt underwent bilateral replacement surgery about 2 months later, both implants were replaced with mcghan style 68 lp saline-fill breast implants, 420cc filled to an unknown volume.